Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-02910. Upon further review of the manufacturer's device record database, it was found that the patient had two leads. The second lead is being reported in relation to the initially reported event.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from his scs system. The patient also desired to have an MRI performed. As such, the patient underwent surgical intervention wherein the system was explanted(date unknown).